Event description:
It was reported that the video processor front display is not working. The issue occurred during maintenance. There was no report of any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e213 error and fluid ingress traces on the main control (mc) board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: touch panel not working due to mc board failure, e213 error caused by a faulty board and fluid ingress traces on the mc board due to fluid penetration. The event can be prevented by following the instructions for use which state: keep fluids away from all electrical equipment. If fluids are spilled on or into the unit, stop the operation of the camera control unit immediately and contact olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.